Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys tacrolimus assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was <0.500 ng/ml with flag. The repeat result was 7.48 ng/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the sample probe was misadjusted and readjusted it. A precision check was performed successfully. The investigation is ongoing.